Event description:
Discordant (B)(6) results were obtained on two pt samples, generated on immulite 2000. The samples were repeated and the results were reported. Pts' treatments were not altered or prescribed. There were no reports of adverse health consequences as a result of the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results were due to the malfunction of the bead sensor / pmt power supply. The fse replaced the bead sensor / pmt power supply. The instrument is performing within specifications. No further eval of the device is required.